Event description:
Discordant, false positive immulite 2000 xpi toxoplama igg results were generated on one patient sample. This patient had previously tested negative, so the laboratory repeated the sample on three alternate instruments with negative results generated for all.there was no known report of treatment given or withheld based on the discordant, false positive toxoplasma igg result.

Manufacturer narrative:
A siemens global product support specialist analyzed the immulite 2000 xpi instrument data. Analysis of the instrument data indicates that the cause for the discordant toxoplama igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue.

Manufacturer narrative:
(B)(4) 2012: additional information: siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive immulite 2000 xpi toxoplama igg results were generated on one patient sample. This patient had previously tested negative, so the laboratory repeated the sample on three alternate instruments with negative results generated for all. There was no known report of treatment given or withheld based on the discordant, false positive toxoplasma igg result.